Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had a fall on the day of surgery and they were concerned that the therapy wasn't working right. Patient stated they forgot to bring their equipment to the doctor's office and the doctor told them to call a nurse to walk them through it in the afternoon but patient was too busy yesterday afternoon to do so. Patient mentioned they spoke to someone after the fall and they reset the device but patient could not remember the details of the call because they were on pain meds. Patient confirmed they thought the therapy was working now. Redirected to health care professional(hcp) to further address issue. They were scheduled to see them on (B)(6).